Event description:
Customer reported loud popping noise coming from x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.